Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the ins hard to find due to moving and being jiggly has been resolved. Hcp did not specify actions/interventions taken to resolve the issue nor did they clarify which ins was moving and being jiggly.

Manufacturer narrative:
Refer to regulatory report # (B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ non-malignant pain. Patient stated that the last 2-3 months the battery has been hard to find because it has been moving or jiggly. Patient saw her healthcare professional about it on monday, but the hcp said it looked fine. No symptoms reported. No further complications were reported/anticipated.